Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10l07041, h11d26079, h11f08064, h11e25011 and h11f07058 with no issues noted during the manufacturing process. There were no deviations from standard procedure. This complaint for peritonitis is confirmed because it was reported that there was a break in aseptic technique, which is a user error that can cause peritonitis or potential contamination, however, no assignable cause for the breach in aseptic technique could be determined. A label review was performed. The homechoice patient at home guide contains a warning cautioning users "contamination of any portion of the fluid path can result in peritonitis." And includes full technique instructions. Additionally, the direction insert for this product, contains the warning in bold type "use aseptic technique. Contamination of any portion of fluid path may result in peritonitis." Accordingly, the user error described in this complaint is addressed by existing documentation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of chest pains, heart flutter, palpitations, contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced contamination. On an unreported date in (B)(6) 2011, the patient experienced peritonitis. The nurse believed the patient experienced peritonitis on (B)(6) 2011 because the patient's wife found a transfer set on the floor. On (B)(6) 2011, the patient experienced chest pains, heart flutter and palpitations and was hospitalized the same day. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. Treatment for the peritonitis included vancomycin, ip, 1.5 grams twice a week for three weeks. At the time of this report, the patient was recovering. The outcome for the event of contamination was not reported. Dianeal therapy was ongoing. The nurse reported that the events of chest pain, heart flutter, palpitations and peritonitis were not related to dianeal therapy. An opinion of causality for the event contamination was not reported.

Manufacturer narrative:
(B)(4). Additional information. Product surveillance received additional information from the peritoneal dialysis nurse (pdn). The pdn clarified that the patient gets confused and in this incident the patient took the transfer set off. The pdn verified that there was no product problem associated with this event. No allegation against a baxter device.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.